Manufacturer narrative:
Initial reporter facility name continuation: (B)(6). The device evaluation was completed on 16-jul-2021. A visual analysis of the returned sample revealed that the thermocool® smart touch® sf uni-directional navigation catheter was received with reddish material inside the pebax, a microscopic inspection revealed that the pebax has a hole on it. The device was tested for functionality with a carto 3 piu system. The magnetic sensor functionality was tested on carto and the catheter failed and an error 105 was observed. A failure analysis was performed, the catheter was dissected, and all the sensor values were found within specifications. With this information, the failure can be attributed to a potential pc board failure. A manufacturing record evaluation was performed for the finished device with lot number 30506010l, and no internal actions related to the reported complaint condition were identified. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product magnetic sensor failure. The instructions for use of the carto3 system contain the following action when a magnetic distortion message appeared: a distortion in the magnetic field has been detected near the catheter connected to the map socket. The location data received from this catheter may be inaccurate. Perform the following until resolved: verify that metal objects have not been introduced into the field. Verify that the fluoroscopy detector is not too close to patient's chest. If it is, raise its position. Verify that the fluoroscope tube is not too close to the location pad. If it is, raise the table, or change the fluoroscope position so that the tube is farther away from the location pad. Verify that the handle of the catheter or the eco cable, connected to the map socket, are at least 30 cm from the location pad. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter (stsf) and the biosense webster, inc. Product analysis lab observed a reddish material in the pebax and hole on the pebax. Initially, it was reported that an error 410 (severe magnetic distortion) was displayed during the procedure while using the stsf. The ablation cable was replaced but the issue did not resolve. The catheter was replaced, and the issue was resolved. There was no adverse patient consequence reported. The magnetic sensor error was assessed as not MDR reportable. The incidence of magnetic sensor error is easily detectable by the user. The catheter is inoperable , since it cannot be visualized on the carto system. The user will have to replace the catheter. The most likely consequence is an intraprocedural delay . The potential risk that it could cause or contribute to a serious injury or death is remote this event is being reported because the biosense webster, inc. Product analysis lab received the device for evaluation and found on 16-jul-2021 that there was a hole on the pebax and reddish material inside of it. The foreign material inside the pebax - external damage was assessed as MDR reportable. Therefore, the awareness date for this reportable lab finding is 16-jul-2021.